Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) and 13 shocks due to oversensing of the atrial intrinsic activity. The physician programmed tachycardia therapy off to perform diagnostics on the system. Technical services (ts) was consulted and during testing it was determined that this right ventricular (rv) lead pacing was capturing the right atrium and not the right ventricular, indicating a dislodgement and migration to the atrium. The health care professional reported scheduling an x-ray examination and lead revision for the next day, however, no further information on this case was provided to the field clinical representative. No additional adverse patient effects were reported. This lead remains in service.